Event description:
It was reported that the right ventricular (rv) lead exhibited rising impedances to high levels, as well as oversensing and noise. The lead will be replaced. No patient complications have been reported as a result of this event.